Manufacturer narrative:
The referenced scope has been returned to the service center for evaluation. The device evaluation has not yet begun. The investigation is ongoing. As part of our investigation, an endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facility¿s reprocessing practice and to provide a reprocessing training. To date, the ess visit has not been finalized. However, if additional information becomes available this report will supplemented accordingly.

Event description:
The service center was informed that the endoscope failed the culture test after reprocessing. There was no death or serious injury reported.

Manufacturer narrative:
The user facility further reported they have been culturing the referenced scope since 2016 using the interim culture method with phosphate buffered saline with poly 80 (pbst). We will start using the new method with dey-engly broth for all scopes from this point on. (B)(6) 2019 the scope tested positive for staphylococcus warneri using pbst brush sample. Washed again in endoscopy unit. On november 15, 201, the scope tested positive for gram positive cocci, (no further specification) using pbst brush sample. Rewashed in sterile processing department (spd) and on (B)(6) 2019 the scope was re-cultured and tested positive for staphylococcus epidermidis using pbst brush sample. As part of the investigation, an endoscopy support specialist (ess) conducted an observation of the staff's reprocessing techniques. Upon completion of observation, pre-cleaning, leak testing and manual cleaning, the ess found inconsistencies. During pre-cleaning, the elevator at the distal end was moved back and forth while suctioning for 30 seconds, proceeding steps done correctly. While leak testing after the first 30 seconds no additional leak testing performed to move the elevator for 30 seconds, improper depressurization after leak testing. Endoscope was not completely removed from water to detach the leakage tester. The electrical connector was the only part of the scope taken out of the water to depressurize scope. Improper external surface cleaning and brushing was observed. Scope was not completely immersed during surface cleaning and channel brushing (brushed outside of water). Scope brushing is done in the reverse order by cleaning the channel cylinders first then biopsy port, suction cylinder to the scope connector then suction cylinder to the distal end throughout brushing process. The ess then provided in-service that included all cleaning, disinfecting and sterilization information contained in the olympus manual in-service was conducted by performing hands on demonstration. Upon completion of in-service, staff stated they understood all instruction provided. No additional information was able to be obtained from the user facility. The device was returned but the investigation is ongoing.